Manufacturer narrative:
The returned faradrive sheath was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed. When the sheath was first received at boston scientific's post market laboratory it was first visually inspected, and no abnormalities were noted. Next, they functionally tested the sheath's steering by turning the deflection knob on the handle. The sheath was successfully able to deflect as intended and along the correct plane. As the reported issues were not replicated during the investigation, and in the absence of any other malfunctions during testing, boston scientific concludes there was no problem detected with the returned sheath.

Event description:
It was reported that during preparation for a pfa procedure the faradrive steerable sheath (clear) - us was selected for use, bending abnormality was noted on the tip of the sheath. The sheath was replaced and the procedure was completed successfully. No patient complications were reported. The sheath has been returned for analysis.

Event description:
It was reported that during preparation for a pfa procedure the faradrive steerable sheath (clear) - us was selected for use, bending abnormality was noted on the tip of the sheath. The sheath was replaced and the procedure was completed successfully. No patient complications were reported. The sheath has been returned for analysis.